Event description:
Patient reported, left side "painful, ripple, very uncomfortable". And "exchange from textured to smooth implants, due to the patients concerns with the product". Physician later reported, "double capsule", "rupture" and "fluid" "per imaging". The device has been explanted and replaced.

Manufacturer narrative:
H.6.: health effect: impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Wrinkling: not observed. Double capsule: unable to observe, since it is not related to the device. Rupture: not observed. Seroma-late: unable to observe, since it is not related to the device. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.